Event description:
Provider was drawing up block medication (bupivacaine) for patient. He noticed that 2 pieces of rubber were pushed into the medication vial when attempting to draw out the medication with a 16-gauge needle. This was identified prior to administration to the patient. The medicine was discarded and a new vial of medication was used without any issue. This is consistent with the national pbm (pharmacy benefits management) bulletin sent last week.